Event description:
It has been reported to philips that the device has no power. The system was not in clinical use at the time of the event. There was no harm to the user or patient. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that system was not powered on. Upon troubleshooting actions, fse identified that there was an issue with the hospital power supply. After restoring the hospital power supply, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.